Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During preparation of the second clip, the first clip was observed to be partially open, approximately 20¿30 degrees. However, the second clip was deployed, followed by deployment of a third clip for stabilization, resulting in reduction of mr to grade 1. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.